Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level. Customer¿s blood glucose was 408 mg/dl and 405 mg/dl. Customer¿s blood glucose value was 400 mg/dl and. The product will not return for the analysis.